Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 18 sep 2025 from a health care professional (hcp) regarding an 81-year-old male patient with a medical history including end stage renal disease, who stated the patient experienced itching, coughing, palpitations and laryngospasm approximately 3 minutes after starting their first hemodialysis treatment with the nxstage device on (B)(6) 2025. Additional information was received on 01 oct 2025 from the health care professional (hcp) who stated the patient did not experience any additional symptoms related to the issue and no medical intervention was required. Per the hcp, the patient recovered without sequelae and will not continue treatment with nxstage.